Event description:
It was reported that customer was hospitalized due to hyperglycemia and diabetes ketoacidosis on (B)(6) 2022 with blood glucose of 33 mmol/l. The customer did experience symptoms at the time of hospitalization such as kidney not functioning, high blood pressure, and dehydration. The customer was treated by intravenous insulin drip. Troubleshooting was done for high blood glucose and under delivery. Customer stated the insulin pump was completely operational and worked safely. The customer stated that auto mode feature was active at time of high blood glucose event. The customer stated that they were using insulin pump system within 48 hours of reported high blood glucose event. The customer report did not allege under delivery on insulin pump. The insulin pump will not be returned for analysis. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.